Manufacturer narrative:
Submitted: 06-dec-2017. The pump has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings. Device evaluation: on investigation, the battery compartment was cracked.

Event description:
The pump was returned for investigation. Investigation revealed a case/condition issue. This report is made based on results of investigation completed on (B)(6) 2017.